Event description:
Account reports one incident in which the pilot line separated from the endotracheal tube, before pt usage. Line was not tugged on.

Manufacturer narrative:
Sample was inadvertently discarded by customer. No further follow-up to be conducted.